Event description:
It was reported that the physician used a cryoablation needle with a slight bend at the needle shaft. The needle tested fine with no visible leak detected, and the bent needle was barely noticable during treatment. The physician proceeded to use the needle. Needle placement was unaffected and the needle did not bend further upon usage. The case was completed with no impact to the patient. The labelling of the product states that bent needles should not be used for cryoablation procedures.

Manufacturer narrative:
The needle was returned to the manufacturer for investigation. A slight bend was observed on the needle shaft. From the reported information, there is no indication that the bend was introduced during handling or use by the treating physician. Manufacturing review did not find any evidence of any process related issue or deviation that may have caused the bend on the needle shaft. The most probable root cause of this complaint is likely related to the transportation or storage of the needle between the manufacturing site and the user.

Event description:
It was reported that the physician used a cryoablation needle with a slight bend at the needle shaft. The needle tested fine with no visible leak detected, and the bent needle was barely noticable during treatment. The physician proceeded to use the needle. Needle placement was unaffected and the needle did not bend further upon usage. The case was completed with no impact to the patient. The labelling of the product states that bent needles should not be used for cryoablation procedures.